Manufacturer narrative:
On april 17, 2023. The international distributor sent an update that they had checked the pump and were unable to confirm the original allegation, however, a power source alert was received when charging the pump. H6 - removed 2885.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.